Manufacturer narrative:
H10: the device used in treatment has not been returned for evaluation. Without this evaluation it has not been possible to establish a relationship between the device and event reported. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed and shown further instances, which are being monitored to determine if additional preventive or corrective actions are required, however no further actions are deemed necessary in relation to this complaint which is now closed and recorded, insufficient information to determine a root cause. Blockage, canister full, false and constant alarm alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump repeatedly alarmed for blocking, with nothing in the canister. The alarm started shortly after treatment was started and it stopped the therapy. Sometimes the error is set off when the canister is changed, sometimes when the device is restarted several times. No patient harm was reported. This is the 2nd report out of 4 patients involved.